Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
New information noted that the infection was identified via blood culture and the infection was not related to an abbott device or device related procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with endocarditis and vegetation was noted on the prosthetic mitral valve. The physician explanted the active system - pacemaker, right atrial lead and right ventricular lead due to the infection. The patient was in stable condition.